Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2009 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2009 which qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 2 children, menstrual pain and molar pregnancy; she used combined pills as contraceptive method and her concurrent condition included fallopian tube stenosis. Her last menstrual period was on (B)(6) 2009. On (B)(6) 2009 essure (fallopian tube occlusion insert) was inserted for permanent sterilization. Nsaid (nonsteroidal anti-inflammatory drug) was used as premedication. Hypnotic anesthesia and uterine distention were performed. Condition of uterine cavity was normal. Procedure time took 13 minutes. Ostiums on both sides were not visible during procedure. It was not easy to introduce catheter into both tubes due to perception of obstacle. Essure was only placed on right side (with 3 trailing coils in the uterine cavity) due to ostial stenosis on left. Patient experienced pain during and after insertion. Pain/cramps and bleeding were denied as postoperative effects. She used combination pills during the 3 months prior to the confirmation test. On (B)(6) 2009 hsg (hysterosalpingogram) was done and showed proximal left tubal occlusion and right tubal permeability. Insert on the right was visible but migration toward fimbriae (rolled up aspect of the insert, not located on the left uterine horn area). Investigator considered the final result of the procedure as essure failure and a celioscopy, sterilization and right insert removal were performed. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: device dislocation. The analysis in the global safety database revealed 322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this study case report refers to a (B)(6)-year-old female subject who was involved in an observational company-sponsored study. She had fallopian tube occlusion insert (essure) inserted and at hysterosalpingogram (hsg) insert on the right was visible but with migration toward fimbriae. This insert was removed by celioscopy. The reported event, regarded as device dislocation, is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the device dislocation is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident, due to the required intervention for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.